Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this left ventricular (lv) lead exhibited infection. There were no additional adverse patient effects reported. All available information indicates that this lv lead is still in service.